Manufacturer narrative:
Additional information was added: the lot was manufactured from august 30, 2019 - august 31, 2019. The actual device was received for evaluation. Visual inspection was performed and small cuts located on the tubing line was identified. Functional testing was performed by filling the device with green colored water and a leak was observed at the small cuts on the tubing line. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the "discharge line" during patient infusion. The issue was detected at dispensing room during treatment. A new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.